Event description:
It was reported that a percuflex plus ureteral stent was to be used in a procedure for kidney stone. During unpacking, the stent was found fractured along the shaft. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: device code a0401 captures the reportable event of stent shaft break. Correction to block g2: report source. Upon receipt at our quality assurance laboratory, this percuflex plus ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent bladder coil was detached from the stent shaft. The suture, pouch and positioner were also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and was removed using excess force, the stent could get detached/separated during the procedure affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6) hospital. Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a procedure for kidney stone. During unpacking, the stent was found fractured along the shaft. The procedure was completed with another same device and there were no patient complications reported.